Event description:
It was reported the communication could no longer be established between the ipg and external devices (patient programmer and charging system). The patient's ((B)(6)) ipg was explanted and replaced which resolved the reported issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.